Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B) (6) 2010. The lens was explanted on (B) (6) 2010 due to excessive vaulting, the lens was too big. Subsequently, the patient experienced corneal edema, iritis and irido corneal contact at 1 o'clock. The surgeon did experience some difficulties during surgery, the lens would not unfold. The lens was exchanged for a smaller lens.